Event description:
The patient had significantly low sensing. It was also note that the patient received numerous inappropriate therapies due to oversensing. As a result, the lead was capped.

Manufacturer narrative:
This report in its entirety ws completed solely by st. Jude medical, inc., crmd